Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. The investigation was completed on 18-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31525187l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with qdot micro catheter and the physician considered the amount of char caused a potential risk to this patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 30-sep-2025. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed a small residue of char in the bottom area of the dome at the tip of the device. The device was connected to the generator; however, no ablation could be performed due to the device was found occluded. An irrigation test was attempted; however, the device failed the test due to occlusion with saline solution residues in the irrigation tube at the handle area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The char reported by the customer was confirmed. The occlusion observed during the analysis could be related to the issue reported by the customer. The potential cause of the occlusion and char could be related to the handling of the device during the procedure; however, this could not be conclusively determined. It should be noted that char is a physical phenomenon of radiofrequency, it can be the normal result of the ablation process. The instructions for use (IFU) contain the following information: when radio frequency (rf) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char caused a potential risk to this patient¿ issue. In addition, biosense webster inc. Analysis finding of the ¿small residue of char in the bottom area of the dome at the tip of the device¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the customer¿s reported ¿char caused a potential risk to this patient¿ issue. In addition, biosense webster inc. Analysis finding of the ¿occlusion with saline solution residues in the irrigation tube at the handle area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with qdot micro catheter and the physician considered the amount of char caused a potential risk to this patient. After a successfully completing the procedure without any patient consequences, the physician pulled out the qdot micro and noticed charring on the catheter tip. Additional information was received on 09-jul-2025.the char was located on the tip electrode. The system did not present any error message nor did the physician / user see any product problem. No issue related to temperature and flow on the catheter. The generator ablation mode and thresholds were qmode plus and qmode qmode+, 90w, temperature target: 55°c and temperature cut off: 65°c. The patient was anticoagulated above 300 and it was maintained during the procedure. The physician does not consider that the char was excessive. The physician considered the amount of char caused a potential risk to this patient, but no harm to the patient happened nor was noticed. The correct catheter settings were selected on the generator. No issues were related to flow rate change at the start of the ablation. The duration of the ablation was not used greater than 60 seconds. The average contact force was not greater than 25 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was set to 2 sec. The carto visitag module was used and the settings were qmode+ settings stability+ algorithm tag size radius: 3mm. The color options used were tag index and total energy (290j ¿ 330j). Heparinized normal saline was used. The patient did not exhibit any neurological symptoms since the procedure was completed. The charring on the catheter tip issue was originally considered non-reportable, however, bwi became aware on 09-jul-2025 that the physician considered the amount of char caused a potential risk to this patient and have reassessed this issue as reportable. The awareness date for this record is 09-jul-2025.